Manufacturer narrative:
Based on the info provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical record and investigations are pending. A supplement medwatch report will be submitted when medical records are rec'd. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, and was diagnosed with peritonitis. This nurse stated that the episode of peritonitis was due to touch contamination, where aseptic technique was not practiced. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. The patient was administered an antibiotic, name, dose route, and frequency unknown. On an unknown date after being admitted, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis, due to the infected peritoneal dialysis catheter was removed. On an unknown date in (B)(6) 2014, the patient was discharged from the hospital. As of (B)(6) 2014, the patient continues hemodialysis therapy without and further issues and the patient's signs and symptoms of peritonitis have resolved.